Event description:
Procedure: lobectomy. According to the reporter: after firing, there was bleeding from the staple line. Blood loss was reported as under 500cc. The staple line was over-sewed. Surgery time was extended by more than 30 minutes.